Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where fluoroscopy did not reveal any obvious lead placement or integrity issues. The rv lead was then tested with a pacing system analyzer (psa) and yielded an impedance measurement of 2800 to 3000 ohms. Subsequently the physician opted to explant the lead. While removing the rv lead, the right atrial (ra) lead was damaged due to electrocautery use and the rv lead was damaged during the explant of the ra lead. Both the ra and rv lead were successfully explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.